Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 due to infection at the implant site. There are no plans to re-implant the patient with a new device as of the date of this report. This report is submitted on may 11, 2023.

Manufacturer narrative:
This report is submitted on march 30, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was administered with oral, IV and topical antibiotics at various different times (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.